Manufacturer narrative:
Insulin pump was unable to prime during the prime test and motor error alarm during the basic occlusion test due to protruded and loose drive support disk. Motor passed motor test. No prime alarm. Insulin pump had minor scratches on lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip and reservoir tube cracked.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that his blood glucose is 108 mg/dl and is having problems with his insulin pump; it was alarming, the drive support cap is flush and during seating the sensor the piston drove all the way and it did not detect the reservoir. Customer stated that he dropped his insulin pump. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.